Event description:
It was reported that a patient underwent a laminectomy fusion on (B)(6) 2013 and a barbed suture was used. When the surgeon made the second throw, the fixation tab did not hold and broke. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.